Event description:
Nurse changed out tubing and put a 20ml syringe of fentanyl in pump and set the rate. When rn came back on for shift the next day, the syringe had not moved from the 20ml spot on the pump. Patient did not get required dose for 24 hrs.